Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient turns the stimulation off after having it on, he experiences a burning and stinging sensation over the top of the ins. This started about 4 days ago. The patient said it was not as severe when he stands up, but it was very bothersome when sitting down. The patient said the sensation is constant until he turns stim back on. The patient is meeting with a neuro person on (B)(6) 2018 because he is having issues not feeling his legs and completely dropping. The patient said his legs go totally numb. This started almost a year ago. The patient said he fell on the steps on the right of his butt 2 weeks ago. The patient said he landed on his right side and felt the ins shove into his hip. The patient said he was not sure if the pocket ripped or what. The patient said he has not had his device checked since. The patient was having a CT scan on (B)(6) 2018. The patient also mentioned during the call that he had his previous devices switched from left to right and left to right and the pocket is opening bigger and bigger. The patient said the ins was moving farther and farther away from the scar. The patient mentioned he can grab his current device and move it around. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that starting about a year prior to the report, confirmed as 2018, the patient started experiencing a painful bulge over the spine where the leads are. Additionally, the implantable neurostimulator started moving in the pocket. About 5-8 months prior to the report, the patient experienced a fall resulting in a change in therapy. The patient could no longer feel stimulation in the legs and it is only in his stomach. Additionally, the patient started having difficulty charging his implantable neurostimulator because the implantable neurostimulator moves around in the pocket. He is able to move the implantable neurostimulator up and down and side to side and can flip the implantable neurostimulator inside the pocket. The patient had an implantable neurostimulator replacement scheduled for (B)(6) 2019 to optimize his therapy. The patient had noted that they have always been unable to program adaptivestim, and the patient must manually make adjustments. There were no further complications reported or anticipated.

Event description:
Information was received from the patient on (B)(6), 2022 reporting that their previous ins was explanted because the ins kept shifting and "the pocket had been used so many times that the ins kept shifting." Pt said they had repaired the pocket so many times. Pt said when the hcp went to check the ins, "they had to tear it out and replace it." Pt said the ins was not good no more and said that each ins lasted them about 4-5 years.

Manufacturer narrative:
Continuation of d10: product ID: 39286-65, serial# (B)(6), implanted: (B)(6) 2010, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps were taken to resolve the issues. The CT scan did not find any device problems. No further complications were reported.